Event description:
Per additional information received via medical records, approximately 2 year and 11 months post implantation of the 20mm sapien 3 ultra valve inside the conduit in the pulmonic position, the valve developed severe bioprosthetic pulmonic valve stenosis. They tried to post dilate the valve with a non-edwards to alleviate the stenosis, but this did not work and caused severe central regurgitation of the trvr. A new 23mm s3ur was implanted as a viv in the original 20mm s3u with success, alleviating both the severe stenosis and severe central regurgitation of the s3u. The patient was discharged on pod1.

Manufacturer narrative:
B5, h6 updated

Event description:
As reported from compassion clinical study, approximately 3yrs post implant, echo results noted that the valve failed due to moderate stenosis and a mean gradient of 38mmh. A valve in valve procedure was performed.

Manufacturer narrative:
Investigation is ongoing. Device not returned h3 other text : device remains in patient.

Manufacturer narrative:
Corrections to section h6 (device code, type of investigation, investigation findings, investigation conclusion), and section h10 per evaluation. The valve remains implanted in the patient. The complaint was confirmed based on medical records. A review of DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the sapien 3 ultra thv was implanted in pulmonic position, which is not an indicated for use. Therefore, this was off-label operation. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. Due to insufficient information, a definitive root cause was unable to be determined at this time. Technical summary is applicable to this complaint because valve calcification was likely due to patient conditions. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. In this case, post-dilation could cause the valve to become over-expanded, which could prevent the valve leaflets from opening and closing, leading to central regurgitation. As such, available information suggests that procedural factors (post-dilation) may have contributed to the central regurgitation. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.

Manufacturer narrative:
The device was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imagery evaluation. A device history record DHR review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The complaint for valve deployment and position improper leaflet coaptation was unable to be confirmed, therefore a lot history review and complaint history review is not required the valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. A device history record DHR review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review and complaint history review was not done as the complaint for post implantation increased gradients was unable to be confirmed, no device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The thv was implanted at pulmonic position for this case and the sapien 3 ultra s3u with the commander delivery system ds was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement so this was offlabel for pulmonic valve replacement at the time of implant. The following instructions for use IFU was reviewed or relevant guidance IFU, commander delivery system with s3u thv. Based on this review, no IFU/training deficiencies were identified. Implanting thv at pulmonic position using the sapien 3 ultra thv s3u with the commander delivery system ds is not an indicated use at the time of implant. The risk management review is complete and no further action is required at this time. The complaint for postimplantation increased gradients was unable to be confirmed since no medical records nor applicable imagery was provided. Review of the DHR did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was implanted at pulmonic position for this case. The sapien 3 ultra s3u with the commander delivery system ds was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. So, it was offlabel for pulmonic valve replacement at the time of implant. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy hcm or subvalvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, approximately 3 years post implantation of a 20mm sapien 3 ultra valve in the pulmonic position, a valve in valve with a 20mm sapien 3 ultra resilia valve was performed due to moderate stenosis and a mean gradient of 38mmhg via echo. In this case, moderate stenosis was reported, which can reduce the effective orifice area eoa resulting in increased gradients as reported. As such, available information suggests that patient factors stenosis may have contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions CAPA are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment pra escalation is not required.